Manufacturer narrative:
Evaluation summary: while investigating this incident, our technical support staff reviewed the associated device files. Through our investigation regarding the performance of this product, we have concluded that the (B)(4) software created the order as entered, and that no device malfunctions have occurred. The root cause has been determined to be the use of an incorrect order template. We have determined that the system performed as designed, while also providing the necessary tools to make an informed decision regarding the content of the tpn. Furthermore, the user was presented with a detailed report describing the exact contents of the tpn bag. This report clearly shows the total volume of each ingredient contained within the bag. Standard pharmacy practice includes a review of these reports by the pharmacist prior to patient administration. The pharmacists and pharmacy technicians are trained relative to ensuring correct ingredient entries into the (B)(4) software; therefore, while the software provides increased levels of safety, it cannot replace the professional judgment of a pharmacist. On (B)(4) 2012, our technical support staff provided re-instruction on the proper methods of template creation and use. Evaluation method: computer software performance test concluded. Result: device performed according to specifications. Conclusion : device operated according to specifications, no device failure, user error caused event.

Event description:
On (B)(6) 2012, we became aware of an incident where a total parenteral nutrition (tpn) therapy bag containing hypertonic saline was suspected to have been administered to a neonate patient, when uac was intended. The tpn therapy bag was created through the use of our (B)(4) software.(B)(4) is our windows-based order entry software, used for comprehensive tpn calculations and label printing. In this case, the facility reported that a pharmacist created the tpn therapy bag using a preexisting order template which contained preset ingredients. However, the ingredients involved with this template did not match what the user had intended. Rather than reviewing the current order for accuracy, the pharmacist ran the order under the assumption that all ingredients set in the template applied to the current order. As we have learned, this was not the case. It is believed that the bag was then administered to one male neonate, although the facility could not confirm this. The facility has informed us that their neonatologist has reviewed the incident and found no evidence of harm to the infant as a result of this event.